Event description:
Per the clinic, the patient was present with skin irritation and skin overgrowth at the abutment site on (B)(6) 2013. The patient was prescribed augmentin (dosage not reported) to treat site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.